Event description:
Customer reports to have been hospitalized due to high blood glucose. Paramedics were called due to customer having high blood glucose symptoms of vomiting, headache, and dizziness. Customer was admitted to the hospital on (B)(6) 2014 with blood glucose between 500 mg/dl and 600 mg/dl, exact number is unknown. Customer was treated with IV insulin drip. Customer was wearing insulin pump at the time of admittance. Customer requested insulin pump to be replaced and does not want to troubleshoot. Customer was advised that dialysis which customer is on, causes unpredictable blood glucose levels in most patients and replacing insulin pump may not solve issue. Customer insisted on replacing insulin pump. No further information provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.